Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for inspection and the event was confirmed. The evaluation of the returned device revealed that the tip is indeed broken. The cross section of the broken surface shows no irregularities. Evidence indicates that too much mechanical force beyond the calculated design was applied during bending which caused the breakage of the tip. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No product fault could be detected. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. The investigation results show evidence that too much mechanical force beyond the calculated design was applied during bending which caused the breakage of the tip. Thus, the device failure is related to the conditions of use and operational context contributed to this event.

Event description:
It was reported that the tip of one of the benders broke off. The instrument was being used in a normal way. No further information was provided. This is report 1 of 1 for complaint (B)(4).